Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 17-jul-2024 the one infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion. The site of insertion is thigh and infusion set is long for 2 days. The blood glucose level was high, and it is addressing issue due to correction bolus via pump and value is obtained from cgm. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.